Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The instrument´s red plastic broke.

Manufacturer narrative:
Conclusion and justification status: the investigation confirmed the damage as reported and a corrective action identified. The failure of the over-moulding is suspected to be associated with residual stresses in the polymer. The polymer used has now been changed from radel to avaspire per (B)(4) as a running change for future batches. The new material is less likely to crack due to it being a (B)(4) filled material which is less susceptible to residual stresses and is resistant to crack propagation. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.